Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that in ¿mid may¿ she obtained blood glucose results of ¿232, 106, 82, 52, 64, 190, 114 and 173mg/dl¿ on the subject meter. The tests were performed more than 20 minutes apart. The patient manages her diabetes with glipizide and metformin pills and detailed that she also exercised. The patient reported that an unknown time after the alleged issue occurred she developed a symptom of ¿shaking¿ however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.